Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, at 1:40 pm, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra is giving error 2 messages. Per the owner's manual, either by a used test strip or a problem with the meter could cause error 2. On december 28, 2007, this medical affairs specialist contacted the pt to obtain/clarify more info. Sometime in the same month, the pt had been using expired test strips and getting error 2 messages. At some point after the reported issue began, the pt allegedly could not test with the lfs meter and developed symptoms described as "lethargic, weak, and cold sweat". The pt indicated that the symptoms were intermittent throughout the same month. The pt had been eating regularly prior to the symptoms and had been taking her usual diabetes medication (2000 mg of metformin). The pt was not tested on any other meter at the time of concern. The pt did not take any action in regards to diabetes treatment and did not require any medical intervention. During troubleshooting, the customer care advocate (cca) verified that the testing technique is not correct, and the test strips are expired. This complaint is being reported because the pt alleged she developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.